Manufacturer narrative:
Device available for evaluation: yes. Three unopened samples from the same lot number were returned for evaluation. Two of the samples were evaluated and found to meet manufacturing specifications. Review of the device history records and sterilization records indicate that this lot met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This complaint involves two lot numbers of which is it unknown which lot contributed to the event. This report represents lot # 31164299. (B)(4).

Manufacturer narrative:
This complaint involves two lot numbers of which is it unknown which lot contributed to the event. This report represents lot # 31164299. (B)(4).

Event description:
Additional information received on 09/21/2016 indicated that the patient had no sequela from the incident. Additional information received on 09/26/2016 indicated the incident has resolved.

Manufacturer narrative:
Unopened product from the same lot number was returned for evaluation and was found to meet manufacturing specifications. Review of the device history records and sterilization records indicate that this lot met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This complaint involves two lot numbers of which is it unknown which lot contributed to the event. This report represents lot # 31164299. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a patient experienced pain after removing lenses. On a scale of 0 to 10, the pain level was a 3. The patient was unable to wear lenses for four days at the time of the doctors appointment. The ophthalmology doctor observed and concluded that the patient had superior "queritities" at 12 o'clock and that her sight had no issues or problems. The optician also noted that the patient used these lenses for several years, but realized that the patient does not adhere to the lens expiration dates and most likely sleeps in them as well. The patient also has a history of small "queratities" in her cornea. Additional information has been requested but not received.